Manufacturer narrative:
2/12/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a vats lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure without any patient injury.